Event description:
It was reported the patient underwent surgical intervention wherein the lead was revised with a different neurosurgeon. As such, the date of procedure and the reason could not be determined since the company representative was not present at the surgery. The estimated date of surgery is (B)(6) 2016. No devices were explanted nor implanted.